Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient and stated that while on site, observed that the cylinder readings on the product were quite different than pre-op cylinder readings. Also stated that the initial start up of the unit has got a windows screen instead of application and it has taken multiple restarts for unit to work properly. Debris material was found on the camera and central window. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The company service representative examined the system and replicated the reported event. The company service representative found the issue was caused by dirty optics. The company service representative cleaned the optics. The system was then tested and met all product specifications. The root cause can be attributed to the dirty optics. The manufacturer internal reference number is: (B)(4).